Manufacturer narrative:
Based on the investigation, there is no indication that an intuitive surgical, inc. (Isi) device directly caused the conversion to open surgery. There was no allegation that a malfunction of the da vinci system, instruments, or accessories occurred, and no indication that a da vinci product caused an injury.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler was unable to initiate stapling and was clamped on lung tissue. The stapler release kit (srk) was successfully used to open the stapler. No injury occurred and no repair was needed. The surgeon later chose to convert the case to open for an unspecified reason. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.